Event description:
Did a second attempt at using the export catheter, when cleaning off the catheter I noticed that the catheter was shredded about 2 inches. I advised the doctor that we could not use this again. I then asked circulating nurse to get another export catheter. Defective catheter was placed in the original box and rep was contacted about the device. This item was not used a second time on this pt.